Manufacturer narrative:
FDA# 4200820000-2017-8038.

Event description:
It was reported to boston scientific corporation that an axxcess ureteral catheter was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the catheter broke into two pieces inside the patient but were successfully retrieved; however, it is unknown how the pieces were retrieved. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine. Additional information received on november 07, 2017. The procedure was cysto, right ureteroscopy, retrograde.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an axxcess ureteral catheter was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the catheter broke into two pieces inside the patient but were successfully retrieved; however, it is unknown how the pieces were retrieved. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.